Event description:
It was reported that approximately two months post-implantation, the patient is being considered for a right hip revision for a patient matched implant. The acetabulum is reamed too deep. No known patient symptoms and a revision has not been scheduled to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.